Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The blood glucose value at the time of the event was 200 mg/dl. The customer was treated with manual injection and admitted to the hospital less than 24 hours. The event involved product(s) mmt-1880, mmt-332a, mmt-381a. Troubleshooting was performed for hyperglycemia. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer responded that the device would be returned. No product return is required for mmt-332a. No product return is required for mmt-381a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 19-sep-2025. In further review of the formatted history file 1 week prior surrounding the date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 13:47:21.000, (B)(6) 2025 13:53:46.000, (B)(6) 2025 14:03:00.000. (B)(6) 2025 22:52:22.000, (B)(6) 2025 23:02:00.000, (B)(6) 2025 23:46:29.000. (B)(6) 2025 23:56:00.000. (B)(6) 2025 00:07:36.000, (B)(6) 2025 00:17:00.000. Pump error 23 alarm was found on: (B)(6) 2025 14:04:03.000. (B)(6) 2025 23:03:03.000, (B)(6) 2025 23:57:03.000. (B)(6) 2025 00:18:03.000. Power loss alarm was found on: (B)(6) 2025 14:04:14.000, (B)(6) 2025 14:04:22.000. (B)(6) 2025 23:03:16.000, (B)(6) 2025 23:03:23.000. (B)(6) /2025 23:57:15.000, (B)(6) 2025 23:57:23.000. (B)(6) 2025 00:20:07.000, (B)(6) 2025 00:20:15.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes, no unexpected pump error 23 alarm and power loss alarm noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal/prime deliveries. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.93 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.